Event description:
It was reported that this right ventricular (rv) lead was revised due to loss of capture present. The patient coughed for hours, and a micro dislodgement was suspected. The lead was then repositioned successfully. And remains in service. No additional adverse patient effects were reported.